Event description:
It was reported that thrombosis occurred. A left atrial appendage (laa) closure procedure was being performed, and a watchman trusteer access system (was) was selected to be used. During the procedure, a mobile thrombus developed on the was sheath after crossing into the left atrium (la) prior to implant of the closure device. The therapeutic activated clotting time was 292 seconds. The thrombus was suctioned. There were no patient complications.